Manufacturer narrative:
Additional information: based on the limited information received from the field, to most probable cause for the explantation seems due to a damage to the active electrode, likely caused by device minute mobility. However, to determine an exact root cause, device investigation at the explanted device would be necessary. The explanted device has not been received for investigation yet.

Event description:
Reportedly, the user was not/only barely reacting to sounds on this side. The user has been reimplanted on (B)(6) 2024.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It is unknown if the hearing performance is affected. Re-implantation is planned.